Event description:
It was reported that after the lead was replaced, the physician had difficulty inducing the patient with a shock but was successful with dc fibber. It was noted that the hv lead impedance had increased. The physician opted to explant and replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Model number for this device was previously reported as 2207-36. This report notes the correct model number.